Event description:
Additional information indicated that subsequent measurements were recorded. The local boston scientific field representative reported that the patient was seen for defibrillation threshold (dft) testing. Dft testing yielded normal readings. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Event description:
Boston scientific received information that this right ventricular lead and implantable device displayed a high, out of range shock impedance measurement. The local health care provider (hcp) reported that the patient was seen in clinic for follow up. Trouble-shooting, including an x-ray, was performed. No issues were reported to have been identified. The patient was to continue to be monitored. Subsequent information indicated that a second high, out of range shock impedance measurement was recorded. The hcp reported that the patient will continue to be monitored. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the right ventricular lead was explanted and replaced. The device remains in service.

Manufacturer narrative:
--

Event description:
Subsequent information indicated that the patient's remote home monitoring system detected the presence of a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed potential trouble-shooting options. Additional information was requested but none was received. There were no adverse patient effects. The system remains in service.